Event description:
New information available on (B)(6) 2018 states that the lead was explanted. No further information was available.

Event description:
It was reported that the patient presented remotely via merlin.net transmissions with multiple episodes of noise reversion. One pacing lead impedance was also noted to be low. All other impedance, sensing, and threshold measurements were normal. The patient was not symptomatic due to the event. No intervention was reported.

Manufacturer narrative:
The reported events of noise and low lead pacing impedance were not confirmed. A partial distal portion of the lead was returned in one piece measuring (B)(4) cm (outer coil/inner coil) with an extraction tool inserted in the lead lumen was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.